Event description:
Per the audiologist, during implant surgery, the electrode array placement was "more internal than normal" causing the electrode array to migrate out of the cochlea. The patient's device was explanted in early 2009, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.